Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 600 pro instrument, and identified the failure mode as multiple hardware. The fse replaced the sample probe, vacuum wash collar waste valve and the wash collar valve for reagent probes a and b to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of multiple erroneous patient results for multiple chemistries on cc (cartridge chemistry side) with orr lo error and mc (modular chemistry) and cc (clinical chemistry) probe obstruction errors on their unicel® dxc 600 pro instrument. The erroneous patient results were reported out of the laboratory and were later amended. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer did not provide data.